Event description:
It was reported that the pulsavac plus wound debridement system fan failed to start. Additional clinical follow up indicated there was no harm or surgical delay involved and an alternative was available to complete the procedure.

Manufacturer narrative:
The device was returned to the MFR for evaluation. A review of the manufacturing records was performed and there were no nonconformances during manufacture that would be related to this complaint. All testing requirements were met. The device would not function on hight or low speed. Device failure analysis found to have a battery that had vented on the negative and positive terminal (position #4). Both the battery and terminal showed remaining 7 battery voltages were checked. The cause of the defective battery is unknown. No other issues were identified.